Event description:
Event description cpi received information that this endotak lead (0125) was removed from service because the patient was receiveing inappropriate shocks, noise was also observed with device manipulation. The physician elected to open the patient's pocket. Noted was a fracture of the lead at the is-1 connector. The lead was extracted, and a new (0125) lead was implanted.